Event description:
It was reported that the device displayed a white-blue screen at boot-up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of u18 on the programmed system controller pcb assembly.